Event description:
The clinician found that the pump motor had stalled on (B)(6) 2014; it did not recover. The patient had not had an MRI. The patient reported being sick; the patient had flu-like symptoms, but did not have any other complaints. Pump replacement was planned. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿pump motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported there was one motor stall noted in the logs. The reporter did not know if there was an exceeded tube set error and the pump would be sent back from the hospital. The patient was reported as "doing well". It was also noted that the patient was an "ms" patient and at one time baclofen was in the pump, however, at this time all the medications have been switched to help the patient manage their pain. The pump was used to deliver hydromorphone and bupivacaine.,

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005692n27, implanted: (B)(6) 2003, product type: catheter. (B)(4).